Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device did not run, had component damage, the trigger was sticky, the moving parts did not move smoothly and failed leak tightness test. It was noted that the device was not working, there was an air leak, both triggers would not depress smoothly, and the housing was deformed. It was further determined that the device failed pretest for check function of device, check roundness of housing, check for sticky triggers, check for mechanical free moving and leakage test using bubble emission technique. It was noted in the service order that the device was not working. It was reported that there were no surgical delays and the procedure was completed as intended with a spare device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(4).